Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was stuck on the lung tissue while doing a pneumonectomy. The surgeon had to cut it out. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.